Manufacturer narrative:
H3 and h6 codes: updated no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the patient with diabetes had two bent cannulas. Patient is unsure of the exact dates of the incidents but happened within the past week. One of the provided dates was on (B)(6) 2026. Patient discovered that the sets were bent since she felt a pain on 1 of the 2 insertions. On both incidents she changed her site and discovered bent cannulas. One site was left oblique area and the other was right upper buttock. The event occurred during infusion, and the operator of the device was the lay user/patient.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.